Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure (batch no. 20222097) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. Lot number: 20222097, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of product technical complaint. We received lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data: should any new or reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 20222097) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. We received lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data: should any new or reportable information become available from our investigation, this will be provided in a supplementary report.